Event description:
Customer stated that the buttons on the insulin pump were not working. No further information reported. Customer stated that the buttons are concaved in and has to press them hard to get a response. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.